Event description:
It was reported the pt (B)(6) was not receiving stimulation on the right side. X-rays indicated the scs lead had slightly pulled out of the scs extension header. The pt underwent surgical intervention where the scs extension was replaced with a new one, which resolved the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.